Event description:
It was reported that patient underwent total elbow arthroplasty on (B) (6) 2003. Subsequently, radiographs taken on (B) (6) 2008 indicated that one of the screws is beginning to back out. There has been no revision reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. No further information received.